Manufacturer narrative:
H3: no product was received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.

Event description:
It was reported that the patient required a rapid transfusion of blood products. The level 1 infuser was used, and the staff had a difficult time penetrating the blood product bags (packed red blood cells and ffp). Once the bags were penetrated and accessed, there was leaking of blood from where the tubing penetrates the blood bag. There was a delay in getting the blood product infused and there was a risk of blood/blood product exposure due to the leaking. There was patient involvement, but no patient harm reported.